Event description:
It was reported that the patient has not had therapeutic effect since her device was implanted. She also experienced shocking sensations when her device was increased past a setting of 2.6. The patient was directed to her physician. Further information is being requested from the hcp.